Event description:
An alarm was reported by the caller following an occlusion event that occurred earlier in the day. There was no adverse impact to the customer's blood glucose level. The customer changed the infusion set and cartridge, resumed insulin, and understood the advice to contact support during current occlusion issues.